Event description:
A nurse reported that a knife was noted to be blunt. Procedure and patient involvement information is unknown. Additional information has been requested. Additional information was received which confirmed there was no impact to the patient. The surgeon immediately obtained an alternate knife to continue the procedure upon detection of the unsatisfactory blade.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).